Event description:
User experienced discrepant sodium and potassium results for one pt who was subsequently sent to the ER and administered "conservative treatment". Initial result 170 mmol/l, repeat 132 mmol/l; initial potassium result 5.06 mmol/l, repeat 3.93 mmol/l. The physician questioned the original results and the pt was admitted to the hosp. The pt presented with persistent vomiting and dehydration, and was not admitted solely due to the high sodium result. One day later, the pt had stable vital signs and was expected to be discharged in a day or two, if her condition continued to improve. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed.